Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer was treated high with up to 10 u. The customer had reported symptoms such as nausea. Customer¿s high blood glucose level was 400 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 338 mg/dl. Customer¿s blood glucose level went high and it is over 300 mg/dl then it dropped to 200 mg/dl. The customer was assisted with troubleshooting. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to continue pump troubleshooting. Explained the 2 high blood glucose rule and advised to change entire set, reservoir and insulin and treat per hcp's instructions. The sensor will not be returned for analysis.